Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver had no audio output. Data was evaluated and the allegation was confirmed. The patient's alerts were not being saved. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
B5: describe event or problem correction. H2: type of follow up correction. H6: codes correction.

Event description:
The probable cause of the missed alert is either a race condition on app startup which intermittently resets the user¿s customized alert settings to default thresholds and/or an internal database write issue clearing some or all alerts upon app termination.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the receiver had no audio output.. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.